Event description:
Boston scientific received information that this left ventricular (lv) lead was noted to be dislodged at the two week post-implant clinic evaluation. When the lv lead paced it captured the atrium in all configurations and it also sensed the p-waves. The device was reprogrammed to right ventricular (rv) lead pacing only at vvi 40 and a lead revision procedure was being planned. The patient was also being sent for a chest x-ray. Additional information was received that this lv lead had dislodged into the coronary sinus ostium. Surgical intervention was performed and this lead was explanted, and a new lv lead was implanted. No adverse patient effects were reported. The lead is not expected to be returned as the hospital staff discarded it.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.